Event description:
The customer reported false positive reactions of three patient samples with biotestcell 3 in tango optimo. The three patient samples that had caused false positive test results were sent to us for investigational testing and the supposedly defective product was returned, too. But at time the customer returned the supposedly defective product it was already expired and very hemolytic. Therefore, a testing was not possible. Thus our quality control laboratory tested the three patient samples and positive and negative controls with the retained sample of biotestcell 3. The three patient samples reacted negatively with all three screening cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service of the affected tango optimo showed that all relevant result camera images values are in the specified range. Components critical for the quality of solid screen ii applications that have an adverse effect on result image appearance (air pocket) were replaced and the problem did not reoccur.

Manufacturer narrative:
This is our combined initial and final report on this incident.